Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05739. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. Subsequently, a plain old balloon angioplasty (poba) was performed using a 3mm x 40mm x 146cm coyote¿ es balloon catheter. However, on the first inflation at 10 atmospheres, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. There were no patient complications nor problem reported.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a longitudinal burst in the balloon material, 7mm long. Inspection of the remainder of the device found no damage or irregularity. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05739. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. Subsequently, a plain old balloon angioplasty (poba) was performed using a 3mm x 40mm x 146cm coyote¿ es balloon catheter. However, on the first inflation at 10 atmospheres, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. There were no patient complications nor problem reported.